Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/9/2020. The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. How many dermabond packages were "broken"? 2. H3 evaluation: upon visual inspection of the picture, two device units were observed inside of a plastic bag. Tyvek for both units could be observed. However, no conclusion could be reached as the device was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch pkb648, ahv1215 and no non-conformances were identified. Note: events reported on mw# 2210968-2020-08831. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2020. Additional information: d9, h6 component code: other. H3 evaluation: product sample received for evaluation. The analysis results found two ahv12 device were returned out of the original packaging upon visual inspection, the returned the units were observed to be conforming to product specification. No defects or packaging broken could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. All ethicon product is 100% inspected prior to release. A photo was also received for a analysis. Upon visual inspection of the picture, two device units was observed inside of a plastic bag. Tyvek for both units could be observed. However, no conclusion could be reached as the device was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. All ethicon product is 100% inspected prior to release. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). A manufacturing record evaluation was performed for the finished device batch pkb648, ahv1215, and no non-conformances were identified. To date, the device has not been received. If the further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020, and topical skin adhesive was used. The primary packaging was found damaged. No patient consequences were reported.